Event description:
Patient presented to the physician with headaches since the implant procedure, and the stimulation lead protruding towards the skin, but no erosion was observed. Due to risk of erosion, the physician brought the patient into the or, repositioned the stimulation lead deeper, re-sutured, and closed. Physician prescribed pain medication after the procedure was completed.